Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, additional surgery, mesh erosion, and scarring. No further information has been provided.